Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's daughter reported via phone call that the customer had a button error alarm and battery out limit alarm on the insulin pump. Customer's blood glucose was 491 mg/dl. Caller stated that the customer was using injections at the time. Caller stated that the pump alarmed after a battery change. Caller was assisted with clearing the alarm and with reprogramming fixed prime. Caller stated that the batteries were out of the pump greater than the duration allowed by the pump. Customer received a button error alarm when the caller placed a battery in the pump. Caller could not clear the alarm. Caller stated that the button error alarm did not occur right after the pump was exposed to moisture. Caller stated that a button was not pressed for 3 minutes or longer. Customer was advised that the insulin pump will need to be replaced. Customer was also advised to discontinue use of the pump and to revert to a back-up plan.